Manufacturer narrative:
Additional information was received that right common femoral artery access was used during the procedure with multiple sheaths exchanged and a non-medtronic closure system deployed prior to insertion of the device. After insertion, resistance was met at the right groin and the device was removed. Multiple dilators were used to dilate the vessel. After another challenging attempt at advancing the device, it was again removed. A 6 mm balloon was advanced to the right iliac artery and dilated to improve passage. An arteriogram confirmed the right iliac and femoral arteries were intact. The device was reattempted over a non-medtronic guidewire and advanced to the aortic knuckle. There was extreme narrowing at the site with tortuosity and heavy calcification. The device would not advance past the curve. The pigtail catheter and a second non-medtronic guidewire were used to assist with advancement, but the device could not be advanced. It was decided to remove device and re-cross using the second non-medtronic guidewire. The device was reintroduced but could not be advanced into the abdominal aorta adequately. When the device was in the thoracic aorta at the knuckle, hypotension occurred and was treated with fluid and medication. An echocardiogram showed no cardiac abnormalities but some effusion was no ted. The imaging was reportedly difficult to evaluate due to shadowing. After another attempt failed to advance the device, it was decided to discontinue the procedure to re-evaluate access. The patient became hypotensive again and there was concern of more pericardial effusion. Angiography confirmed no rupture or dissection. A pericardiocentesis was performed without success. A pericardial window was performed and a drain was placed with some fluid removed. There was limited bloody fluid in the pericardial space but ascites and adhesions were noted. After remaining hypotensive for a few minutes and because of having critical aortic stenosis, the patient could not be resuscitated. The physician reported that the thoracic aorta may have been damaged while attempting to pass the device over the second stiff non-medtronic guidewire. Updated: b2, b7, d1, d4, h6 the report was updated to reflect the delivery catheter system (dcs) as the suspect medical device. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Updated data: b5. Additional information was received that an existing, 21mm non-medtronic prosthetic aortic valve was implanted in the aortic ann ulus. No additional adverse patient effects were reported. D. Suspect medical device: expiration date; lot #; UDI# h4. Device manufacture date medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Updated data: h6. Eval code conclusion. Product analysis: the suspect device was not returned for analysis and no procedural images were submitted for review. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. It was noted that the patient's anatomy included extreme narrowing at the site with tortuosity and heavy calcification. This indicates that the probable cause of the advancement difficulty was related to patient anatomy. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: no product was returned.  Conclusion: without the return of the product and unspecified/vague details, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the attempted implant of this transcatheter bioprosthetic valve, unspecified complications occurred and the patient died. The valve was not implanted. Further details were not provided.